Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted for low flows with a computer tomography (CT) scan with concern of outflow graft obstruction. Upon review of the log file, technical services noted that the log file showed pulsatility index (pi) events. It was reported that there was no evidence of an obstruction in the inflow cannula. The outflow cannula had severe stenosis. The mid to distal outflow cannula that connects to the ascending aorta was patent without evidence of an obstruction. On (B)(6) 2020 the patient went to the operating room and the outflow graft was identified and dissected free. The lvad pump was adherent to the chest wall and was mobilized by dividing the fibrous encasing tissue. The outflow graft of the vad was exposed to disarticulating the bend relief. There was fibrinous tissue between the bend relief and the outflow graft but not sufficient to cause an obstruction. The material was all aspirated and the outflow graft was washed with saline. The graft for rotation was examined. There was a 90 degree counterclockwise rotation which was corrected. This was not enough to cause significant stenosis. The outflow graft was repositioned by using an outflow clip. The surgeons noticed that there seemed to be redundancy in length of the outflow within the bend relief with a potential for it to concertina, this likely resulted from the migration of the pump as seen on the imaging. The pump was displaced about 5cm laterally pulling on the graft and removing any redundancy. The surgeons fixed the pump in this new position by using a suture to attached to the chest wall. The patient was recovering in the intensive care unit. There were no further low flow alarms. The patient is being monitored post operation.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported outflow graft twist could not be confirmed, as no test results or images were submitted for evaluation. It was reported that the patient presented with low flows with concern for an outflow graft obstruction. A computer tomography (CT) scan revealed severe stenosis of the outflow graft. The patient underwent corrective surgery. A 90-degree outflow graft twist was revealed. The pump was re-positioned, the outflow graft was un-twisted, and an outflow graft clip was installed. The patient's pump was implanted after the implementation of the corrective action; however, it was not implanted with the outflow graft clip. The submitted log files did not capture any low flow alarms; however, the patient¿s stored speed was set below the low speed limit, preventing the system from responding to pulsatility index (pi) events. The heartmate 3 instructions for use (IFU) advises setting the stored speed to a higher rpm than the low speed limit. It also advises establishing a low speed limit that can sustain a patient safely to maximize the protective benefits during pi events or when the pump is in power saver mode. The system appeared to function as intended. The patient remains ongoing on ventricular assist device (vad) support. No further related issues have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available, and section 5 ¿surgical procedures¿ provides guidance on ensuring the proper attachment of the outflow graft, and to ensure there are no twists within the graft at implant. The hm3 lvas IFU warns that twisting of the outflow graft has been identified in some patients post-operatively. The IFU instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. The IFU also warms that firmly hand-tightening the screw ring may reduce the risk of outflow graft twisting by increasing the resistance to metallic outflow graft connector rotation. The IFU also provides information on using the outflow graft clip to prevent post-operative outflow graft twisting. Outflow graft twisting may lead to serious adverse events such as graft occlusion, thrombosis, and/or death. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient underwent revision of outflow graft. It seems that patient had gained weight and the pump moved midline causing a proximal partial kink or occlusion in the outflow graft. The outflow graft clip was placed. Patient was reported to be stable.